Event description:
The patient had a fall that resulted in a broken hip, and was unable to recharge his implantable neurostimulator afterwards. The patient did not recall having hit the device directly. Two different recharger were tried. Each attempt resulted in 0 of 8 recharge efficiency squares being shaded. Additional spacers were used. The recharger was flush with the device. There was no swelling or other problem noted at the device pocket. No patient symptoms were reported. Device replacement was scheduled. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.